Manufacturer narrative:
Continued h.6 health effect impact code : f1905 device revision or replacement. Continued h.6 health effect impact code : f2201 biopsy . A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis results: visual analysis of the photographs identified: rupture: no observed opening on the device. Capsular contracture: unable to observe but observed biological tissue next to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade.

Event description:
Physician reported rupture and capsular contracture baker grade IV. This record relates to the left side. Device explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture : unable to observe since it is a medical event and is not related to the device. Rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant : observed crease fold on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported left side rupture and capsular contracture baker grade IV. Device explanted and replaced with a non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Crease folding of implant : observed. Rupture: not observed. Additional observations: white particles on the surface of the shell. Crease fold observed. Deformation observed.

Event description:
Physician reported rupture and capsular contracture baker grade IV. This record relates to the left side. Device explanted and replaced with a non-allergan brand.